Event description:
It was reported that the customer experienced unexplained high blood glucose over 600mg/dl, and her blood glucose was treated with a bolus of 10.0 units of insulin. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.